Event description:
During analysis of the returned flashcard (reference medwatch # 1644487-2008-02713 for initial complaint against the product). It was found that the flashcard was defective and no longer functional. The flashcard is manufactured by a 3rd party. The cause of the defect is unknown at this time.